Event description:
It was reported that a declot procedure was being performed in interventional radiology. No sharp angles were encountered. There was a venous valve that passed easily to position tip to vein. The segment was beyond the thrombus and the thrombus that was traversed was less than two days old and rather soft and not particularly organized. During the first pass, the black rubber tip detached. The physician was able to remove the piece with an aspiration catheter and another ptd device was used to finish the procedure. There was no delay in treatment and no patient death or additional complications reported.

Manufacturer narrative:
Qn#(B)(4). No sample will be returned for evaluation.